Event description:
Per the audiologist, the patient's incision site was draining and was not healing properly. The area around the implant was swollen and due to potential for infection, the patient's device was explanted in 2008. No reimplantation plans were reported.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.